Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text: product not returned.

Event description:
The customer reported the battery only lasts a 2-3 minutes off charge and the machine automatically turns off and will alert once. An alert was not provided (as machine was black) when the oxygen saturation dropped into the 80's. There was no patient impact or consequence reported.